Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient's last recorded weight was 44.5 kg on (B)(6) 2017.

Manufacturer narrative:
Product ID 8709 lot# serial# (B)(4) implanted: (B)(6)2011 explanted: (B)(6)2019 product type catheter if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp on (B)(6)2019. It was reported that the product was explanted on (B)(6)2019 and was returned to the manufacturer for analysis. It was suspected that the catheter had disconnected/reeled-up, ¿possibly early after implant.¿ the patient was never in withdrawal and the pump was shut off on (B)(4)2017. There were no further complications reported/anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6), product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient receiving gablofen (1000 mcg/ml at 170.2 mcg/day) via an implanted pump. The indication for pump use was cerebral palsy and intractable spasticity. On (B)(6) it was reported the patient¿s catheter migrated out of the intrathecal space. The reporter was unsure when the event occurred as it was an incidental finding on x-ray. The reporter requested the pump off passcode which was provided and the pump was programmed to off state. No patient symptoms were reported. No further patient complications have been reported as a result of this event.